Event description:
During a laparoscopic supracervical hysterectomy, a clear plastic piece broke off of the pks plasmasord and fell into the pt. The piece was retrieved with no pt harm. Another like device was used to complete the procedure.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.